Event description:
A customer in the united states notified biomérieux of discrepant results associated with vitek®2 gn test kit (reference (B)(4)). The customer reported recovering an isolate from an animal bite that vitek®2 identified as sphingomonas but the reference laboratory identified the isolate as pasteurella multocida. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states had notified biomérieux of discrepant results associated with vitek® 2 gn test kit (reference 21341). The customer reported recovering an isolate from an animal bite that vitek®2 identified as sphingomonas, but the reference laboratory identified the isolate as pasteurella multocida. A biomérieux investigation was performed using the isolate submitted by the customer. The submitted isolate was subcultured, and vitek® 2 gn card testing included individual organism suspensions on two (2) random card lots (2410336103 manufactured two (2) days before the customer's lot, and 2410310103) as the customer's lot (2410338103) was not available for testing. Vitek® ms was also performed. Three (3) of the four (4) gn cards tested resulted in low discrimination identifications of pasteurella multocida/canis. The remaining card gave an excellent identification of sphingomonas paucimobilus, duplicating the customer's misidentification on one (1) of four (4) cards tested. The vitek ms resulted in a 99.9% confidence value of pasteurella multocida. A review of the customer's s. Paucimobilus reactions demonstrated three (3) atypical positive reactions (dmal, dtre, aglu) for an identification of p. Multocida according to the gn knowledge base. The root cause of the customer's issue is an atypical strain.